Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were having a lot of trouble with therapy since 2 months ago. It was stated that if they don¿t wear a pad or special underwear, they have a mess; if they have to go to the bathroom ¿you better get out of the way.¿ it was noted that they had a couple of incidents the other day before they could get to the bathroom. They stated that they were having trouble adjusting therapy to a different program; they couldn¿t get beyond program 1. Troubleshooting found that stimulation was off; the patient reported a por on their programmer today. They noted that they had not had any medical testing that could cause a por reset. It was recommended that they follow up with their healthcare provider, but they noted that they did not have a healthcare provider, so they were sent a listing of local healthcare providers. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Further information was received and it was reported that patient lost communication with their ins after going thru airport security back in (B)(6) while traveling. Was forced to go thru security scanner and stim was on at that time. After patient went thru security, the patient later noticed the call your doctor message with a por on the pp. The managing hcp had tried to interrogate ins in the last couple of months and they weren't able to get any communication with ins at all an end of service(eos) message was al seen. Patient reported that their ins was not working and that she is scheduled for a surgery to check if it will work again no further complications were reported or anticipated.